Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that low sensing was observed. The patient refused repositioning the lead. The patient was stable and will continue to be monitored. The lead remains implanted.